Event description:
During a remote follow up, it was noted the patient had an episode of atrial fibrillation which the device interpreted as a super ventricular tachycardia resulting in an inappropriate shock. It was suspected this was due to the programmed settings on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.